Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Concomitant device: dental implant: item# unknown/ not provided, lot# unknown / not provided. Therapy date: (B)(6) 2023. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw fractured inside the implant. The surgeon was able to retrieve the broken screw from the patient`s mouth.

Manufacturer narrative:
One (1) certain titanium hexed screw (iuniht) & one (1) unknown biomet implant were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the screw item number along with the applicable instructions for use (IFU), and risk files. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported devices were located on tooth # 30 (universal) and were used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product (unknown biomet implant & iuniht). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable with the information provided.

Event description:
No further event information available at the time of this report.